Event description:
Patient issue ¿ tip damage: our rep is reporting the following to us: ¿silver band that goes around ceramic tip came off; not sure in joint space or not. Then they noticed metal shavings in joint space. Had just started using device. Sales rep not present. Finished with another electrode¿. They state that there was no procedural delay and no patient consequences.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device awaiting return.

Manufacturer narrative:
The complaint device has not been returned, it is believed to have been lost in transit, and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dissimilar complaint for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Should the complaint device ever be located at some point in the future, this file will be re-opened at that time and an evaluation will be performed and documented.

Event description:
Our rep is reporting the following to us: silver band that goes around ceramic tip came off; not sure in joint space or not. Then they noticed metal shavings in joint space. Had just started using device. Sales rep not present. Finished with another electrode. They state that there was no procedural delay and no patient consequences.